Event description:
The customer reported that the cannula did not seem to be in her skin properly.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly in infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications records were reviewed and the product lot met all acceptance criteria.